Event description:
It was reported that the spectra penile prosthesis was removed due to patient dissatisfaction that the device was "very flexible." Another spectra device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Two explanted spectra malleable cylinders were returned. One cylinder performs within specifications. The other cylinder has damage to the outer tube that is the result of a sharp instruments that exposes inner segment. This cylinder is functional.